Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months post deployment, x-ray imaging study showed that the inferior vena cava filter appeared to be significantly deformed which was tilted and with the hook appeared to be against the wall or may be even outside it. Also, some there was multiple deformity of the limbs of the filter in place with what appeared to a small thrombus distal lining in the wall. After, two days, a venogram was performed during mechanical thrombectomy and the study showed that there was some persistent thrombus and filling defects at the ostium of the common iliac vein and also within the inferior vena cava distal to the deformed filter. Around, two weeks later, during four-compartment fasciotomy procedure an indication was provided which mentioned that the patient had an inferior vena cava filter which had tilted and developed severe angulation with concern for chronic perforation of the inferior vena cava at the level of the renal veins. Around, two months later, the patient visited for consultation regarding deep vein thrombosis and pulmonary embolism. The present illness history mentioned that the patient had an inferior vena cava filter, and the filter was noted to be malpositioned on a recent computed tomography study. Around, two weeks later, the bard inferior vena cava filter was attempted for removal. An operative indication mentioned that the patient had inferior vena cava filter and the filter had migrated. During the procedure, first the left common femoral vein was accessed, and a 5-french sheath was placed. An inferior vena cavogram was performed which demonstrated no filling defects within the inferior vena cava or the filter and no narrowing to suggest inferior vena cava stenosis or thrombus. Also, the tip of the inferior vena cava filter was likely in the right ventricular ring. Therefore, the sheath was upsized to a 12-french sheath. Then an omni flush catheter and wire and snare were used to encircle the filter in an attempt to pull the hook of the filter back near the inferior vena cava. At the same time, similar procedure was performed from a right internal jugular vein so that the filter could be snared from the top. After multiple attempts, this was not successful and so therefore the procedure was abandoned. A completion venogram was performed which demonstrated no significant distortion of the filter with good flow through the filter into the proximal inferior vena cava and no extravasation of the contrast identified. Finally, the removal attempt was unsuccessful, the patient complained of flank pain, abdominal pain and hematuria. Around, one week later, during visit, the progress notes of the patient mentioned that the patient had an inferior vena cava filter, and an attempt was made at percutaneous removal of the filter was unsuccessful. It was suspected that the hook of the filter was embedded in the right testicular vein and due to the fibrosis surrounded it, cannot be removed percutaneously. Around, one month and one week later, through exploratory laparotomy and aortotomy, the bard eclipse inferior vena cava filter was removed. An operative indication was provided which mentioned that the patient complained of severe chronic back pain and also had an unsuccessful attempted inferior vena cava filter removal, as the filter was covered to be malaligned. Operative findings were provided which showed tines of the inferior vena cava filter protruded into the surrounding tissue, spine and aorta. During procedure, an incision was created from the xiphoid to just below the belly button and the fascia was opened and the bowel was mobilized. Then kocher maneuver was performed, and a proximal distal control gained upon this, and all of the tines were cut, and the inferior vena cava was opened and removed the filter. Then the inferior vena cava was repaired. After this, proximal and distal control was gained on the aorta and bilateral common iliac, a #11 blade and potts scissors were used and an aortotomy was created in order to remove the one tine, which could not be pulled free from the external to the aorta. Then the aorta was repaired using a 4-0 prolene. Post operative findings showed that the tines were removed, and the filter was removed via venotomy of the inferior vena cava with removal of internal scar tissue and webs with primary repairing of the inferior vena cava. Also, aortotomy created in order to remove a single tine with primary repair of aorta. Finally post removal study showed successful removal of all the tines and the filter without incident. A surgical pathology report was provided, and the gross description described the inferior vena cava filter specimen as received fresh labelled ¿inferior vena cava filter¿ consistent with a wire filter measured 4.8 x 2.0 x 2.0 cm and no gross abnormalities or defects were identified. Therefore, the investigation is confirmed for filter limb detachment, material deformation, retrieval difficulties, perforation of the inferior vena cava (ivc), filter migration and filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using omni flush catheter, wire and snare but were unsuccessful due to filter tilt, material deformation, filter migration, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. H10: b5, b6, b7, g3, h6 (device). H11: b1, b3, g1, h1, h6 (patient, method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three months post prophylactic vena cava filter deployment, the patient presented with extensive right lower extremity deep vein thrombosis. A catheter was placed in the inferior vena cava and the right iliac vein for thrombolysis. It was noted that the filter was in a deformed location. At some time post filter deployment, it was alleged that filter tilted, migrated and perforated. The device was removed via open abdominal surgery after an attempted but unsuccessful percutaneous removal procedure the current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with multiple dvt and a pe despite anticoagulation, therefore, vena cava filter placement was indicated. Access was gained to the right femoral vein and the filter was deployed at the l2 vertebral level without incident. A completion venacavagram confirmed placement of the filter. The patient tolerated the procedure well and was sent to the recovery room in stable condition. Approximately three months post filter deployment, the patient presented with extensive right lower extremity dvt. A lysis catheter was placed in the ivc and the iliac vein for tpa infusion. It was noted that thrombus was in the ivc and the ivc filter was in a deformed location. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for dvt and pe. Three months post filter deployment, the patient presented with recurrent dvt. During procedure for a tpa infusion the filter was found to be in a deformed location. Based on the provided medical records, the investigation can be confirmed for a malpositioned device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, the patient presented with extensive right lower extremity dvt. A catheter was placed in the ivc and the right iliac vein for thrombolysis. It was noted that the filter was in a deformed location. There was no reported patient injury. No additional information surrounding this event was provided in the medical records received.